Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with two proglide devices using the pre-close technique via 7f sheaths prior an iliac branch interventional procedure. Reportedly, there was scarring at the access sites. The proglide plungers were removed with resistance. No sutures were seen with plunger removal and the sheaths became ripped off the guide in both the rcfa and the lcfa. The vessels were incised to remove the sheaths. The sheaths were upsized to 16f and the iliac procedure was completed. Surgical suturing was used to achieve hemostasis at both sites. There was a reported clinically significant delay in the procedure or therapy and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported sheath detachment was confirmed as a guide detachment based on the returned device condition. One of the halves of the posterior foot was separated. The separated portion of the posterior foot was not returned. Although the resistance removing the plunger could not be confirmed, it was likely the result of the difficulties experienced during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to high angle of insertion or downward force applied during device placement which contributed to the reported sheath/guide break. This subsequently compromised needle trajectory which contributed to the reported needle to cuff miss and resistance retracting the plunger. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.